Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ seroma-breast: unable to observe since it is not related to the device. ¿ lymphadenopathy-breast: unable to observe since it is not related to the device. Additional observations: ¿ one opening assessed as fold flaw opening no further actions are required since no issue in the manufacturing of the device is observed.

Event description:
A healthcare professional reported ¿periprosthetic liquid layer¿ and ¿slightly enlarged lymph nodes are still appreciable, some with globular morphology without clear evidence of a germinative center, in the lower and supraclavicular and axillary regions, more bulky on the left; at the latter level the greater than 18 mm" the device has been explanted and replaced with non abbvie device.

Event description:
A healthcare professional reported ¿periprosthetic liquid layer¿ and ¿slightly enlarged lymph nodes are still appreciable, some with globular morphology without clear evidence of a germinative center, in the lower and supraclavicular and axillary regions, more bulky on the left; at the latter level the greater than 18 mm" the device has been explanted and replaced with non abbvie device.

Manufacturer narrative:
Continued: e1- phone number: +(B)(6). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, lymphadenopathy.